Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
A field service engineer (fse) traveled to the user facility to evaluate the console. The fse was not able to duplicate the alleged complaint condition; however, he was able to review the log data and confirm the "antegrade valve failures" were recorded. Simulated use testing still could not duplicate the failure. The fse replaced both the antegrade and retrograde valves, ensured the console continued to meet operational specification, and released the console back for use.

Event description:
The hospital reported an issue encountered with the mps2 console. The perfusionist reported that the console appeared to be having a problem delivering due to the antegrade valve not opening. He reported that he was able to complete the procedure by removing the delivery line from the antegrade valve and manually clamped/unclamped when needed. The perfusionist reported that the procedure was successfully completed with no complications to the patient as a result. The console was not returned to the manufacturer for analysis; instead a field service engineer will evaluate the console at the user facility. No additional information is available at this time.